Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a cat underwent an oophorectomy on (B)(6) 2026 and suture was used for ligation of the ovarian pedicles. The cat did not have a dressing or an elizabethan collar postoperatively. The cat was re-evaluated 24 hours after the procedure for dehiscence of the abdominal incision. The suture used for the abdominal wall running suture and the intradermal running suture had ruptured along its length; the initial and terminal suture knots were present. The dehiscence was surgically repaired by another veterinarian using a suture of unknown brand. No additional information was provided.